Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk pelvicol".

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Sui, cystocele, rectocele; transvaginal dermal graft, sling urethropexy, cystocele repair, rectocele repair with the mesh graft.